Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The low results were 6-8 mmol/l lower than the true value. The results were reported out of the lab. The specimens were re-tested and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The specimens were collected in bd lithium heparin tubes with gel separators. The customer uses the twice-weekly flow cell maintenance procedure but runs it only once a week. The customer has been instructed to run the maintenance procedure twice a week. Beckman coulter service is continuing to troubleshoot and make necessary repairs. A root cause had not yet been identified.